Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and a cracked belt clip slot.

Event description:
It was reported the insulin pump alarmed motor error during rewind. Customer's blood glucose was 147 mg/dl. The device wasn't exposed to a high magnetic field. Customer was advised the insulin pump need to be replace and customer agreed to return the device for further analysis.